Manufacturer narrative:
It was reported to abbott, a physician informed a rep lead migration was observed on a patient¿s x-ray. Both leads had migrated. The patient decided to have the system explanted instead of just revised. Surgery was tentatively set for (B)(6) 2023; however, as of (B)(6) 2023, it had not taken place. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number:3006705815-2023-02298. It was reported that the patient experienced a lead migration of both scs leads. Patient may undergo surgical intervention at a later date to rectify the issue.